Manufacturer narrative:
(B)(4). Reported event of expect pulmonary needle punctured sheath. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a expect pulmonary olympus was used in the right upper lung during a endobronchial ultrasound (ebus) procedure performed on (B)(6) 2016. According to the complainant, during the procedure the needle failed to extend. After the device was removed from the scope, the sheath was noted to be punctured and bent at the distal end. After two passes, sufficient samples were acquired using this device, thus completing the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Investigation results: a visual evaluation of the returned device found the working length of the needle and sheath were kinked at the distal end of the handle. The distal section of the needle was bent and the tip was damaged which caused a perforation at the distal section of the sheath. Functional evaluation found the needle was difficult to extend due to kinking. However, when the kinks were manually straightened, the needle was able to extend and retract without issues. The reported event of punctured sheath was confirmed. Due to anatomical/procedural factors encountered during the procedure, performance of the device was limited. Therefore, the most probable root cause classification for the reported failure is operational context. A review of the device history record (DHR) was performed and no deviations were found. A search of the complaint database confirmed that no similar complaints exist for the specified batch.

Event description:
It was reported to boston scientific corporation that a expect pulmonary olympus was used in the right upper lung during a endobronchial ultrasound (ebus) procedure performed on (B)(6) 2016. According to the complainant, during the procedure the needle failed to extend. After the device was removed from the scope, the sheath was noted to be punctured and bent at the distal end. After two passes, sufficient samples were acquired using this device, thus completing the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.